Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention somewhere around (B)(6) 2024 due to a high blood glucose level of 500 mg/dl. The patient went to the hospital and was diagnosed with hyperglycemia. As treatment, the hospital administered saline and insulin via an unspecified route. The patient was in the hospital for a ¿couple¿ of hours and released that same day.